Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle, instead it would freeze on the self-test screen. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced system and therapy pcb assemblies and the cause of the reported issue was determined to be due to an inoperative integrated circuit (processor), designator u18 on the system pcb assembly.

Manufacturer narrative:
Physio-control replaced the therapy pcb and system pcb assemblies and subsequently observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle, instead it would freeze on the self-test screen. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was able to reproduce the reported issue. The device would intermittently not move passed its self-test screen during the boot-up cycle. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle, instead it would freeze on the self-test screen. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.